Event description:
Piece broke off of catheter once advanced through the scope that was inside the patient rendering the device inoperable. This happened with 2 catheters of different lot numbers during the same patient procedure. Reference report mw5117978.